Event description:
On january 7, 1999, a complaint was recieved in co's facility in france. It concerned one patient line which is part of an external drainage accessory kit, cat. No. 910-122, lot no. 20798258. The complaint was described as follows: the green luer lock fitting was deformed and did not fit the drainage bag. The patient line was returned and the complaint verified.